Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
It was reported that the patient experienced recurrent infections and bleeding at the implant site. Subsequently, topical antibiotic ointment was applied (date not reported). Additionally, the patient experienced redness and irritation, and was treated with a course of antibiotics (date and duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Per the clinic, the patient developed infection at the abutment site and was subsequently treated with the antibiotics (date and duration not reported). The implanted device remains. Implanted device remains.